Event description:
It was reported the patient's ICD exhibited oversensing due to myopotentials. No patient symptoms were reported and no additional information was available. Exact date of implant is unknown to the manufacturer at this time.

Event description:
New information reported that on (B)(6) 2015 the device was reprogrammed and no further device issues were noted.